Manufacturer narrative:
(B)(4). Damaged cartridge, damaged one piece sled, damaged drivers. Additional information was requested and the following was obtained: was a leak observed? No. If a leak was observed, was it discovered intra-op or post-op? Na. Was there any patient consequence or change in the post-operative care for the patient as a result of the event? No. What was the patient¿s bmi? Unk. The analysis found that one ple60a device was returned in good visual condition and with an ecr60g reload present. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure on the fifth or sixth firing the staples did not form on the patient side of the staple line. This staple line was over-sewn. The case was completed with this same device and a different green cartridge. Prior to the green reload with the issue 1 black cartridge and 3 or 4 green cartridges had been used in the procedure. Buttressing material (seamguard) was also being used. No unusual noises or forces were noticed when using the device. There were no patient consequences reported.